Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ had smoke. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,07-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that smoke was coming out from the station. A customer had gone to the station to pull a medication, and the screen was black. They then saw what looked like smoke coming from the top area of station and unplugged it. A field service engineer inspected the unit and found no issues. They removed and inspected the parts, but there was no indication of any problems. All the components in the e-drawer had an electrical burnt smell, so the engineer replaced the all-in-one unit, communication sled, power module, battery, and printer. They also opened up the back of the station, but there was no smell present. For safety measures, they replaced the pyxisbus cable. After removing the pyxisbus cable, they inspected it and failed to see anything that would have caused a short circuit. After replacing all the components, they tested the socket that the station was plugged into with a voltmeter, and it was within range. They powered the station up and set the time and date. The system functioned as intended after the field service technician assessed the device. The system functioned as intended after the field service technician troubleshot the device.